Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. The quality engineer and the complaint analyst reviewed the sample returned from the customer. The customer returned only the filter out of the cartridge and did not return any other supporting device to evaluate the filter not deploy it after the procedure. Visual inspection of the device (filter) did not find any damage to the product; functionally, the filter was put in the warm water for 1-2 seconds, and the filter opened normally without any issue. The product complaint mode could not be duplicated during the evaluation, and the complaint could not be confirmed. The complaint was not confirmed, so we cannot do any further evaluation and no corrective action is required at this time.

Event description:
The filter was deployed and did not open all the way. It was retrieved and once removed it was noticed that the inner lining of the sheath was wrapped around the filter.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.